Event description:
It was reported the device was difficult to remove from the patient. A icerod cx 90 degree needle/vl was selected for a cryoablation procedure. After testing the device, an error message appeared during the second cooling cycle, stating an I-thaw malfunction had occurred. During the procedure, the device was restarted manually, and passive thawing was used to complete the procedure. The device was difficult to remove from the patient adding at least 10 minutes before removal. No patient information was provided for this event.

Event description:
It was reported the device was difficult to remove from the patient. A icerod cx 90 degree needle/vl was selected for a cryoablation procedure. After testing the device, an error message appeared during the second cooling cycle, stating an I-thaw malfunction had occurred. During the procedure, the device was restarted manually, and passive thawing was used to complete the procedure. The device was difficult to remove from the patient adding at least 10 minutes before removal. No patient information was provided for this event.

Manufacturer narrative:
H11: device evaluation by manufacturer: analysis: an icerod cx 90 degree needle/vl was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured approximately 19mm x 43mm, which is within specification for the icerod cx 90 degree needle/vl. The device passed the two-minute confidence test, produced an ice ball of sufficient size.